Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with bradycardia. Upon interrogation, it was noticed that there was loss of capture due to the pacemaker have reached the normal elective replacement indicator. It was noted that the device claimed to have reached the normal elective replacement indicator on that day, but it actually it reached end of life since (B)(6) 2020. The device was explanted and replaced. The patient was stable.